Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012304918 was returned and analyzed. The catheter was received with the guidewire threaded through. The guidewire lumen was received retracted and spiral array was not kinked an no anomaly. The guidewire was likely stuck due to dried blood, saline, or contrast. Attempt to soften the guidewire using disinfectant to dilute potential dried blood which resolved the issue. Dried blood on guidewire was observed when the guidewire was removed. X-ray imaging confirmed the integrity of the nitinol array wire which was properly attached at the tip and at dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter failed the returned product inspection due to another manufacturer's guidewire stuck inside the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was an issue with another manufacturer's guidewire. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.